Event description:
Caller reported experiencing cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive information on resetting the pump and guided the caller through the process. The caller planned to reset the pump at their convenience and was advised to follow up if the issue persisted.